Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient reported passing out and waking up in the hospital around 12pm. Prior to this, the patient stated that his cgm mobile app did not alert him to this hypoglycemic state and he felt no symptoms leading up to him losing consciousness. The patient¿s coworker called emergency medical services (ems) after the patient passed out. Ems arrived and the patient¿s bg meter reading was low mg/dl. No cgm comparison value was reported. The patient was transported to the emergency room (ER) and treated with IV ¿sugar¿. The patient¿s sensor and transmitter were both removed and disposed of. The patient was discharged after approximately 7 hours once his bg level was 147 mg/dl. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.